Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, flat crease, and an opening. A leak test was performed which found openings on the posterior side. A microscopic analysis was performed which found openings on the posterior. A microscopic analysis was performed which identified more than three punctures on the posterior side and a crack opening on the diaphragm valve. Based on the device analysis, the final assessment is more than three puncture openings on the posterior side due to scratch-like surgical damage and a crack opening on the diaphragm valve due to a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.